Event description:
It was reported to philips that the battery pca is damaged. There was no further information provided as to how the pca was damaged. There was no reported patient involvement/adverse patient impact.